Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the needle broke when changing the tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Bd received 10 samples and 2 photos for investigation. The customer photos were provided showing an example of the device, but it did not capture the reported defect. The investigation included subjecting 10 samples to functional tests. All samples passed the testing, showing no evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage during the draw. Furthermore, 20 samples underwent a visual functional test to ensure proper activation. All samples activated correctly with no issues observed. The samples were also visually inspected for bent IV cannulas, and all passed without exhibiting any defects. Additionally, 20 retained samples were inspected for hub/collar separation and defective locking mechanisms. These samples passed the testing as the safety shields were activated properly without any signs of damage or device separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: breaks off. Based on a review of batch records and investigation results, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the needle broke when changing the tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.